Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the missing curved rubber adhesive joint was caused by damage of parts due to deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject flex videoscope exhibited a missing curved rubber adhesive part. There was no patient involvement.